Manufacturer narrative:
Correction: after further investigation of system logs, medtronic personnel observed intermittent usb connection errors. It seemed there was some intermittent failure occurring for the usb ports/usb drives used at the site.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for an optical cranial resection procedure. The event occurred intraoperatively during the navigate task and delayed the surgery by 2-3 minutes. It was reported that five minutes into the procedure, a ¿localizer not connected¿ message displayed on the system. The site decided not to reboot the system and completed the case without navigation. There was no impact on patient outcome.